Manufacturer narrative:
Device 1 of 2. D2: common device name: protector, ostomy. Product code: exe. G4: PMA / 510(k) # exempt. E1: complainant country: china. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
The end user reported that the stomahesive seal not sticking properly and after molding it became crumbly, with partial fragmentation observed in the same. A photograph depicting the issue was received from the complainant.